Event description:
Customer reported ip scsi controller did not load error.

Manufacturer narrative:
Gehc service personnel arrived on site verified reported error...system turns on boot sequence begins on lh monitor boot stops at did not load error and both screens go blank (a1 on led display)...c-arm complets boot but work station haults and no x-rays can be made. Checked cable connections...ok reseated scsi controller pc3 and alta vista board. Then rebooted and system worked. Attempted to reproduce error by removing scsi card pcb then vista card pcb and then the ip pcb. Different symptoms each time. Reassembled system. Botted and made x-rays multiple times aprox 20 no errors.